Manufacturer narrative:
Product event summary: analysis confirmed that the stylus and pointer would not align after reloading software.

Event description:
It was reported that the programmer's stylus pen would not stay calibrated. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.